Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under and around the ECG and therapy electrodes. The area was described as a rash that was itchy and bleeding. The patient saw a doctor who advised the use of (B)(6) on the area. During multiple follow-ups with the patient, it was reported that the irritation had not improved. The final medical outcome of the irritation is unknown.